Event description:
The following was reported to hamilton medical ag, ventilator shows the error message "external power supply failed". Battery is not charging, due to the faulty power supply board. There was no patient involvement.

Manufacturer narrative:
Ventilator is working ok, after cross checked with new power supply board from our stock. Device functions as intended. Hamilton medical ag case number is: (B)(4).